Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient report that he experienced extraneous noises before losing all access to sound with the device. Re-implantation is planned but no date has been scheduled.

Event description:
The recipient report that he experienced extraneous noises before losing all access to sound with the device. Recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Additionally, damage to the active electrode was found likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user report that he experienced extraneous noises before losing all access to sound with the device. Re-implantation is planned but no date has been scheduled.